Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. It was also noted that patient received inappropriate shock due to noise. The lead was capped and replaced on (B)(6) 2022. The patient was stable.